Event description:
Baxter product surveillance received medwatch from FDA. Customer reported to FDA an overinfusion that occurred on this as50 pump. Premature infant with gastroschisis was receiving replacement of gastric contents via the as50 pump. The pump was programmed to administer fourteen ml over a twelve hour period. The pump alarmed twenty to twenty-five minutes later. Pump indicated thirteen ml had been administered. No patient injury has been reported at this time. Pump is currently sequestered in the claims department at the customers facility.

Manufacturer narrative:
Evaluation summary: device has been requested for evaluation. If device is received and an evaluation performed, a follow-up medwatch will be filed.